Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed as an initial / final report based on information discovered during the product evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. During evaluation of the device, the calibration was out of specification only at the zero setting; the device rpm was out of specification. The motor ran slow and the bearings were rough. The motor, power cord, power switch, and bearings were replaced on the device. After repair, the device was tested as per internal processes. Probable/root cause: while this device was brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: based on the information provided, this investigation determined that there is no need for further action at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Event description:
It was reported that initially the complaint was found that it was preventive maintenance. Later it was noticed that the unit required repair. During the investigation, it was reported that the rpm was out of specification and the motor ran slow. No adverse events were reported as a result of this malfunction.